Event description:
This procedure was performed in (B)(6). Procedure: right femoral artery recanalization. During an attempt to reenter the true lumen in a calcified femoral artery a single entry catheter was used with two entry flexible guidewires. The first guidewire proved unsuccessful in passing into the true lumen. A second guidewire was unpacked and inserted into the catheter. After few attempts to manipulate the guidewire into the true lumen the wire broke and separated leaving the distal (4cm) part subintimally in the false lumen. Afterwards the procedure was continued in a standard manner.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: enteer guidewire was received for evaluation without any ancillary devices or cine images from the procedure. The returned enteer guidewire was examined visually and tactility: approximately 174cm distal from the proximal end a piece of fibrous material was stuck on the guidewire and the overall length of the returned guidewire was approximately 297cm. The curved distal tip was missing. The coils on the distal end of the guidewire were unevenly spaced and offset.